Manufacturer narrative:
Concomitant medical products - biolox delta femoral head 32mm od, +3.5mm (cat# 170-32-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 3 months postop the initial rtha, this (B)(6) y/o female patient experienced a peri prosthetic fracture, and was revised to monobloc stem. The patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to facility policy.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. As reported, approximately 3 months postop the initial rtha, this 53 y/o female patient experienced a peri prosthetic fracture and was revised to monobloc stem. The patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to facility policy. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the bone fracture cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.